Event description:
The customer called for help with her meter. She stated that she tested her glucose using her contour meter and received a reading of 446 mg/dl. The retested using another meter and received a reading of 126 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.